Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026 the isolation plug leaked blood outward when the nurse punctured the patient's closed IV indwelling cannula, causing the puncture to fail.